Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer problems with patients PICC that occluded with blood up the line, resulting in the use of altaplase to successfully unblock it. Patient was sent home with maxzero bung. Upon return there was blood in their line despite flushing with positive pressure. The PICC has been removed. No patient injury or harm was reported. No other information provided, at this time.

Event description:
It was reported by customer problems with patients PICC that occluded with blood up the line, resulting in the use of altaplase to successfully unblock it. Patient was sent home with maxzero bung. Upon return there was blood in their line despite flushing with positive pressure. The PICC has been removed. No patient injury or harm was reported. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.